Manufacturer narrative:
The reported events were confirmed. The device was returned for analysis. Insulation damage was noted visually and via x-ray examination at 25.9cm to 26.5cm from the connecter pin consistent with clavicle crush damage. The right atrial conductor insulation was fractured. This is consistent with the observation from the field of lead fracture, noise, low pacing lead impedance and clavicle crush.

Event description:
Related manufacturer reference number: 2017865-2021-35744. It was reported that a patient presented in-clinic. Prior examination of the right atrial (ra) and right ventricular (rv) leads had revealed low pacing impedance and noise on both leads. The noise on the rv lead was over-sensed, and high capture thresholds were found as well. The leads were explanted and replaced on (B)(6) 2021. Upon removal, the ra and rv leads were found to be fractured, and the physician suspected clavicle crush as the cause of the fracture. No patient consequences were reported.